Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. There is no calcification in the vessels. The pt's vessels have severe disease progression with the aortic neck dilatation and the mild aortic neck angulation. The vessels diameters have changed from 23-28 mm in diameter to 30 mm in diameters. The aneurysm size at the time of the event is 8.5 cm. It was reported approx 53 mos post stent graft implantation the CT demonstrated that the stent graft had migrated resulting in a distal type I endoleak. It was reported that the stent graft migration was due to severe disease progression and aortic neck angulation. The physician elected to treat the pt with one aortic cuff from another MFR. The type I endoleak was resolved. The pt was reported to be fine and no add'l clinical sequelae have been reported.